Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products- porous integral femoral stem catalog#: 162613 lot#: 860250. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-173666 ¿ m2a head - 277270, therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09866.

Event description:
It was reported that patient underwent a right hip revision approximately 4 years post implantation. Subsequently, patient is being recommended for a second revision due to pain, subluxation, cyst, metal debris and popping noise. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-ray review confirms superior dislocation of a left total hip arthroplasty, the acetabular inclination angle is within normal limits. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision surgery approximately 15 years post left hip surgery due to dislocation. Cup and head was revised. Sic months prior to the revision surgery, the patient was also suffering with pain, subluxation, cyst, metal debris and popping noise.